Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr 1.3, laboratory inr 2.7. The time between testing was within one (1) hour. Reportedly, the same finger was stuck four times, using the sample from all puncture sites to fill the sample well which took more than 15 seconds to apply the blood. In addition, the finger was "milked" and multiple drops of blood was added to the strip. The patient's spouse, who is not on anti-coagulants, tested his inratio inr result which was 1.0. This is in the validated range. Therapeutic range was not provided for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.